Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that the thrombectomy procedure, the 90cm cerebase da guide sheath (gs9090sd / 30436792) was leaking at the hub. It was reported that the device might have been kinked during the procedure prep. The physician and the surgical technician staid that it leaked at the hub where the white catheter meets the orange hub. The reported event did not result in any patient injury or complication; there was no clinically significant procedure delay as a result of the issue reported. The procedure was successfully completed. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 90cm cerebase da guide sheath was received contained in a pouch. Visual inspection was performed. It was observed that the ID band is out of position and is kinked. The device also had residues of dried blood on it. Functional testing: the device was flushed to locate leaks; a leak was observed below the ID band. A review of manufacturing documentation associated with this lot (30436792) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint reported that the 90cm cerebase da guide sheath was leaking at the hub; it was reported that the device might have been kinked during the procedure prep. The reported issue that the device was kinked during prep was confirmed during the visual analysis, it was observed that the device is kinked near the ID band. The reported leak was also confirmed. Below the ID band where the leak was observed during the flushing for functional test, a separation / crack was observed. The observed separation / crack may be related to the ID band being out of position and due to the device usage, however, the relationship between the observed separation / crack to either the ID band being out of position or device usage cannot be conclusively determined. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action. An internal corrective and preventive action (CAPA) has been opened to further investigate the issue with the ID band being out of position. H.6: investigation findings / investigation conclusions: the ¿cause not established (d15)¿ code was used in the investigational conclusions because the relationship between the observed separation / crack below the ID band where the leak was observed during functional testing was not conclusively determined to be related to either the ID band being out of position or due to handling usage of the device. This code corresponds to the code ¿leakage / seal (c0703)¿ code in the investigation findings. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). A review of manufacturing documentation associated with this lot (30436792) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the thrombectomy procedure, the 90cm cerebase da guide sheath (gs9090sd / 30436792) was leaking at the hub. It was reported that the device might have been kinked during the procedure prep. The physician and the surgical technician staid that it leaked at the hub where the white catheter meets the orange hub. The reported event did not result in any patient injury or complication; there was no clinically significant procedure delay as a result of the issue reported. The procedure was successfully completed.